Event description:
Upon opening the container, there was a small piece of the lens that was broken. A new lens was obtained for the procedure. The broken lens never reached the pt. Strength: power 25.5 unk. Diagnosis or reason for use: bilateral cataracts.